Manufacturer narrative:
Investigation description. Complaint was confirmed through engineering logs, however; complaint could not be duplicated during testing. Alert 38 was confirmed through the engineering logs. Multiple dry leadscrew runs were successfully completed with no issues. The cause for the issue is undetermined. As a precaution, leadscrew will be replaced. While inspecting interior components, improper assembly of axle dowel pins was observed; dowel pin were not fully inserted.

Event description:
It was reported that the ilet displayed ¿unable to proceed¿ with repeated restart 38 errors during a supply change, associated with an insulin delivery interruption consistent with a consecutive stalled motor alarm; the user performed a dry run successfully, then replaced all supplies and resumed delivery without further alerts. Symptoms included no reported injury or clinical effects. Outcomes included user interruption and resumption of therapy with guidance, with replacement supplies offered and a replacement device arranged with return of the original. Investigation included review of system notifications, guided troubleshooting, supply change with new components, and successful functional check via dry run. Investigation of this case revealed an insulin delivery stall consistent with a motor stall alarm condition, with no alert history captured at the time of review and no persistent malfunction after supply replacement; device components implicated included the infusion set, connector, and cartridge used during the event. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive, with a potential intermittent delivery obstruction or device malfunction not reproduced after supply change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.